Event description:
The cdh33 was used during a sigmoidectomy. The device did not fire completely. The staples did not completely form because the handle would not close all the way to the fired position. There was no consequence to the pt.